Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, there was no malfunction of the olympus device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
A field service engineer (fse) was dispatched to the user facility for a separate issue. During the inspection of the oer-elite, insufficient water pressure was found. The fse reported that there was no malfunction of the oer-elite; it works appropriately or as intended.